Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on removal of the protective sheath of a 2.50x38 mm xience alpine stent delivery system (sds), the stent completely dislodged from the sds. There was no patient involvement and the procedure was successfully completed with another unspecified sds. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspections were performed. The reported stent dislodgement was confirmed. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or forced sheath removal during unpackaging resulted in the reported stent dislodgement ultimately resulting in the noted stretched and crushed stent deformation/damages. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.